Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 27</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a time/date issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-81 years of age and between 38 and 233 pounds. Of the reported patients, 7 were male, 18 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: of the 27 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 13 were found to be malfunctioning due to moisture in the pump.